Event description:
A customer reported to baxter (B)(4) a clearlink system secondary set with duo-vent spike in which air got into the line. According to the report, the nurses were not aware of product change and did not close the air vent on the set as the previous sets which were used in the facility did not have vents. This introduced air into the blood circuit of hemodialysis machine. The event occurred during use. Although there was patient involvement, there was no report of patient injury, medical intervention, or adverse event related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection and a functional test were performed. No defects were observed during evaluation. The sample did not fail any product performance specifications. The root cause could not be determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.